Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the 3.50x19 mm graftmaster covered stent could not cross to treat a perforation in the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The failure to cross was likely due to the difficult anatomy. A 2.8x19 mm graftmaster covered stent was used to complete the procedure and sealed the perforation. There were no reported adverse patient sequela. No additional information was provided.